Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use less than 3 months. Reportedly, the customer input the incorrect transmitter ID into the pump. The correct transmitter ID was input and customer was able to successfully start a sensor session. No additional patient information was available.